Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("both essure implants were perforated just below the serosal surface/migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia repair, augmentation mammoplasty and tonsillectomy. Previously administered products included for prevent pregnancy: depo-provera from 2005 to 2010 and iud in 2005. Past adverse reactions to the above products included bone density decreased with depo-provera; and genital haemorrhage with iud. Concurrent conditions included pelvic discomfort, irregular periods, intermenstrual bleeding and hives. Concomitant products included cetirizine hydrochloride (zyrtec) since 2008 and naproxen from 2012 to 2016. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), weight increased ("weight gain") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, migraine, weight increased, vaginal haemorrhage, menorrhagia and weight fluctuation outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, migraine, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: in (B)(6) 2016, it was determined that she was required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and weight fluctuations. Historical and concomitant drugs were added. On (B)(6) 2018: medical record received. Event per mr: event migration of essure device was clubbed with event both essure implants were perforated just below the serosal surface with the symptoms of abdomen pain. Historical and concurrent condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("both essure implants were perforated just below the serosal surface/migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia repair, augmentation mammoplasty and tonsillectomy. Previously administered products included for prevent pregnancy: depo-provera from 2005 to 2010 and iud in 2005. Past adverse reactions to the above products included bone density decreased with depo-provera; and genital haemorrhage with iud. Concurrent conditions included pelvic discomfort, irregular periods, intermenstrual bleeding and hives. Concomitant products included cetirizine hydrochloride (zyrtec) since 2008 and naproxen from 2012 to 2016. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight fluctuation ("weight fluctuations, weight gain/ loss(specify which one)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, weight increased and weight fluctuation had resolved. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, migraine, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: in (B)(6)2016, it was determined that she was required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6)2012: full occlusion of both fallopian tubes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and perforation. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: outcome for the events genital haemorrhage , vaginal haemorrhage, menorrhagia, , dyspareunia, migraine, weight increased and weight fluctuation updated to recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2016, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, migraine and weight increased outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage, migraine and weight increased to be related to essure. The reporter commented: in (B)(6) 2016, it was determined that she was required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.